Event description:
Boston scientific received information in early (B)(6) 2013 that a remote monitoring alert for low right ventricular (rv) shock lead impedance measurement was triggered. This patient was implanted with a competitor rv lead. The patient was brought into the clinic and all measurements were within normal limits. The field representative contacted the clinic and they noted the competitor lead would continue to be monitored remotely. One month later the patient was admitted to the hospital after receiving several shocks. The field representative arrived and interrogated the device. Upon interrogation the device noted a shorted lead condition had occurred (code#1004) along with a charge time out (code#1007). It was noted that the patient was not conscious and a dnr status was designated. Five days later it was reported that the patient had expired. The exact time and date of death was not noted. The patient's family has the device and is attempting to return it to boston scientific. Additional information was obtained from the field representative that it was believed the out-of-range measurements were due to the competitor lead (which has an advisory). Subsequently, boston scientific received notification of legal action in (B)(6) 2013 from this family's attorney. The family, on behalf of the patient, was seeking monetary compensation for wrongful death. The legal complaint alleges that a defective competitor lead resulted in a short circuit which caused electronic damage to the patient's ICD causing a respiratory arrest, anoxic brain injury and death. Boston scientific was named in the legal action as a result of a known defect that resulted in a short circuit. The legal claim cites a boston scientific product performance report regarding a component malfunction (transformer) that can occur during a high voltage shock delivery resulting in loss of telemetry, loss of bradycardia therapy, loss of tachycardia therapy and loss of remote monitoring.

Manufacturer narrative:
A search of the FDA web site identified a maude adverse event report that was submitted in late (B)(6) 2012. The event description indicated that this patient's competitor rv defibrillation lead was revised due to an advisory, low impedance on interrogation and fluoroscopy showing possible disruption of the ICD lead insulation/integrity. Reasonable evidence based on information from the field suggests that the clinical observations (shorted lead condition and charge time-out) was secondary to a shorted condition from the patient¿s competitor rv defibrillation lead. The allegation that a component malfunction (transformer) occurred is unlikely as damage of this type would have resulted in loss of telemetry. The local representative reported that upon arrival at the hospital in (B)(6) 2013, the observed fault codes were displayed after telemetry of the patient¿s device was established. As the device has not been returned to boston scientific, root cause analysis cannot be undertaken.